Manufacturer narrative:
During follow-up, the patient said his doctor suggested the patient should just wait longer to let the urine drain fully from his bladder, because the bladder needs to be completely emptied to avoid infection. The patient said it was inconvenient to wait a long time. He has tried removing the catheter slowly and letting it drain more or twisting a little. He thinks the lubricant on the catheter may be just too much and may block the eyelets, somewhat slowing the drainage. The patient was use to another catheter product brand and added lubricant for insertion. The patient said he thought all the ultram12 catheters had the same amount of lubricant, but perhaps too much for his needs.

Event description:
Intermittent catheter patient (user) said he's been getting urinary tract infections (uti) concurrent with catheter use, and his doctor believes it's due to his bladder not fully emptying. He said he has trouble emptying his bladder with these catheters because it seems to him the lubricant builds up and blocks it. During follow-up, the patient said he was prescribed antibiotics at an urgent care center, but the infection was not resolved and was admitted to the hospital for treatment. He was put on intravenous (IV) antibiotics to treat the infection, and the infection was resolved.